Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the event date and cause was unknown. The representative copied the patient's adaptive stimulation program to a regular group to give them another option. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's stimulation was turning on by itself. The patient indicated it had happened in the past and happens all the time- stimulation would be off and then it would turn on by itself. No further complications reported.